Event description:
It was reported to boston scientific corporation that an obtryx transobturator sling system was used during a procedure on an unknown date. According to the complainant, post procedure, the patient experienced severe and permanent bodily injuries. The exact nature and date of onset of the injuries are unknown. All other information is unknown and reportedly unavailable.